Event description:
A baxter service technician reported a colleague infusion pump which experienced failure code 535:320:844:0000 during device evaluation. Baxter service confirmed that this condition interrupted delivery during pre-accuracy testing. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 535:320:844:0000 was confirmed during product evaluation but a root cause was not identified. Due to an estimate refusal by the customer, no repairs were made to this pump and it was returned un-repaired to the customer. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.